Event description:
Customer reported the system would not boot up when plugged into certain outlets. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the power plug terminal. System operates as intended.